Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2010-00864.

Event description:
It was reported that, "the pt had a tha on (B)(6) 2010, at another hosp. The surgeon performed a revision surgery on the pt due to hip pain and a cup loosening on (B)(6). During the revision surgery, the surgeon noticed a shiny hood."